Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon side console (ssc) powered down during the procedure. The customer had to hard power cycle the ssc to get it to turn back on. The customer confirmed no issue with plug in outlet but changed outlets anyway. Logs show 25582 errors pointing to power loss. The robotics coordinator later called back to report that they lost power to the surgeon console again. They were in the process of bringing in another surgeon console to put in place. The second console powered on with the same outlet with no issues. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the surgeon console was abandoned, and the procedure was completed using another surgeon console.

Manufacturer narrative:
Based on the claim against the product by the customer noting power issues, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the redundant medical grade power supply (mgps) reduced fan speed to correct the reported issue. The system was tested and verified as ready for use. Isi did receive the mgps involved with this complaint to perform the failure analysis and is in progress. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
The medical grade power supply (mgps) has been evaluated by the failure analysis (fa) team. The failure analysis investigations confirmed the customer reported complaint. Fa installed the mgps on the printed circuit assembly (pca) xi test system during in-house failure analysis. During start-up, the fans were running noisy. The error 417 means " redundant_power_supply ". The part was scrapped as the mgps was over seven years old. The visual inspection shows very dusty fans.

Event description:
Refer to h10/h11 for follow-up information.